Manufacturer narrative:
Films supplied for review found: distorted ap and lateral xrays of l5/s1 showing construct spanning l4-l5-s1 with crosslink and pedicle screws. Interbody spacer is noted at l5. S1 pedicle screw on right fractured within pedicle.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. Sometime post-op the patient complained of pain and a broken screw was found at s1 on the right side. The patient underwent a revision surgery to remove all of the hardware. No fragments were left in the patient. Fusion had not occurred.